Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced nocturnal low glucose events while using the ilet system and had recently adjusted targets within clss to mitigate lows; during one episode the cgm displayed 80 mg/dl while a concurrent fingerstick measured 106 mg/dl, prompting a calibration due to a greater than 20 percent discrepancy, and the user noted she had announced a large meal as "usual" rather than "more than." Symptoms included a documented low of 63 mg/dl with low alerts, without loss of consciousness or other acute effects. Outcomes included self-treatment with oral glucose and no need for medical intervention or assistance. Investigation included troubleshooting and education focused on correct meal-size announcements, sensor calibration, and observation of the impact of target adjustments, with a plan to assess therapy settings if lows persist. Investigation of this case revealed probable user handling error related to incorrect meal-size announcement and a sensor-reading discrepancy corrected by calibration, with no device malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was use error related to meal announcement and transient sensor inaccuracy resolved by calibration.